Event description:
Healthcare professional reported "left side rupture, and bilateral exchange from textured to smooth implants due to the patients concerns with the product." Device explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : a.4., d.9., h.3., h.6.

Event description:
Healthcare professional reported "left side rupture, and bilateral exchange from textured to smooth implants due to the patients concerns with the product." Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: - a striated edge opening on anterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side rupture, and bilateral exchange from textured to smooth implants due to the patients concerns with the product." Device explanted.